Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event: second half of 2010 (exact date unk). Expiration date: unk. Explant date: second half of 2010 (exact date unk). Manufacture date: unk. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary hip procedure on (B)(6), 2008. Pt underwent revision surgery during the second half of 2010 due to possible metal particles. No other information was reported. No further complications have been reported.